Event description:
Ambulance personnel were attending to a pt who had initially been treated by first responders. CPR was in progress when ems arrived. The pt's ECG rhythm was initially viewed using paddles monitoring mode and pea was diagnosed. The limb leads and ECG monitoring electrodes were then attached and the device allegedly displayed a continuous leads off message and a flatline. There were no adverse effects to the pt reported as result of the alleged malfunction.